Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of inadequate iodine in a minicap. The caregiver stated that the sponges were orange/brown and appeared to have iodine on them. However, the iodine appeared partially dry. This was discovered before patient use. No additional information is available. This is report 23 of 46 involved in this event.

Manufacturer narrative:
(B)(4). (Device manufacture date: 12/03/2014 - 12/09/2014). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.